Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak/splash. Additionally, it was observed that the white teflon o-ring was missing from that dilator. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the observed missing white teflon o-ring resulting in the reported leak/splash may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During the preparation of the steerable guide catheter (sgc) it was noted that hemostasis valve failed and there was a leak from the dilator. The sgc was replaced to continue the procedure. One clip was implanted, reducing mr to <1.

Manufacturer narrative:
Na.

Event description:
It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During the preparation of the steerable guide catheter (sgc) it was noted that hemostasis valve failed and there was an air leak. The sgc was replaced to continue the procedure. One clip was implanted, reducing mr to <1.